Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the balloon was broken. On 09/09/22, per additional information, the balloon ruptured.

Manufacturer narrative:
The sample was returned to the manufacturing facility. The reported issue of balloon burst / rupture was confirmed. Upon evaluation, the balloon was verified having a tear that prevented the device from functioning as intended. Through a physical inspection using a microscope, a lighted magnifying glass, and unaided eye, the entire unit appeared in good functional condition besides the balloon damage. It was apparent that the device was used but the duration of the usage was not provided. When a device is used, the balloon cuff has discoloration and expanded to the extent the balloon cuff will not return to its normal unused condition. Knowing this detail, the unit seemed to have functioned as intended prior to the complaint. Nothing else was observed to be abnormal that would induce a device malfunction. These devices are not intended for permanent use and should be cared for and replaced as needed. No actions are warranted at this time. The supplier will continue to monitor for any trends.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported complaint. A sample analysis could not be performed since no photo nor actual samples were received for evaluation. Without a sample or photos evaluation, a possible root cause cannot be determined; conditions reported could not be confirmed. The manufacturing process was reviewed and determined that all process and controls were followed, including sub-assemblies, finished product assembly, packaging and inspections. There were no abnormal conditions found that could trigger the reported condition. A risk assessment was performed to determine the occurrence of the reported failure mode. Based on the above analysis, the observed occurrence of harm (0) is (3, occasional) which is below the range of the expected occurrence of harm (0) (5, frequent). The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.